Event description:
Npb received info which suggests that a ks330 unit stopped cycling, while in pt use. There was no pt injury.

Manufacturer narrative:
Customer identified that the device was failing due to off-label use conditions; customer does not feel that the unit is in need of repair, as the failure cannot be duplicated, when the device is used according to labeling.